Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient stated that she passed out at 5:30am and that the continuous glucose monitoring device was reading 85mg/dl at the time. The patient awoke to her husband giving her soda. Patient felt woozy but went to work and passed out at lunch. Her co-workers called the ambulance and she woke up on the stretcher. The patient was administered dextrose 50% by the paramedics and taken to the hospital. The patient's sensor was inserted on (B)(6) 2015. At the time of contact, the patient was doing okay. No further event information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Neither the device nor data were provided for evaluation. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.